Event description:
It was reported that the device battery reached end of service and that there may have been premature battery depletion. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed that battery voltage/battery depletion indicated/elective replacement indicator (eri). Eri triggered on (B)(4) 2011 per the save to disk and device eri <=2.62 volt. The weekly battery voltage log data shows minimum battery=2.64 to 2.61 volts minimum between (B)(4) 2011 and (B)(4) 2011 and 1 - patient alert for low battery voltage on (B)(4) 2011. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.